Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler / liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Acinetobacter baumannii peritonitis is known to be caused by translocation of gi microflora. (Us national library of medicine, 2014) additionally, constipation is a well-documented risk factor for peritonitis in pd patients. Therefore, it is reasonable to associate the patient¿s peritonitis to transmural passage of bacteria from concomitant constipation, as reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019. Upon follow up with the patient¿s pd registered nurse (pdrn) it was reported that they initially observed the patient had low drain volumes and visited the clinic. The clinic had a pd culture taken at on (B)(6) 2019 and it tested positive for acinetobacter baumannii. The patient was treated on an outpatient basis with vancomycin and tobramycin intra-peritoneal (ip) initially then switched to ceftazidime ip. The nurse states the patient is recovering. (B)(6) stated the source of the patient¿s peritonitis was transmural passage of bacteria from constipation. Additionally, it was reported there were no fresenius device, product or drug related issue associated with the peritonitis event. The patient reportedly is continuing pd treatments without any issues. A sample was not returned to the manufacturer.